Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
Section b5 was captured incorrectly in previous report, it should be reported as follows: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged cough. There was no patient harm or injury. No device has been returned. No further evaluation is possible at this time. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. In section d4 additional unique device identifier (udis) number was captured incorrectly in previous report. It has been corrected or updated in this report. Section h6 health effect - clinical code was captured incorrectly in previous report. It has been corrected or updated in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.